Event description:
This is a case report received on 26 november 2009 by technical services from a patient of the hospital and received on 03 december 2009. It was reported that on the night of event date, a homechoice cassette, (product code r5c4478, lot number s09i17105) was involved in a leaking incident. At the time of the incident, the cassette was being used with a homechoice machine to deliver the female patient's treatment of physioneal 40 and extraneal. The patient had contacted technical services to report a problem with her homechoice and the engineers agreed to swap the machine. Two days later, the baxter clinical specialist spoke to the hospital's quality assurance (qa) department who had discovered the cassette had split and on the same date, the patient was diagnosed with peritonitis. The cassette was the suspect product. The following month, the patient reported that she was doing fine. The patient has dropped off the sample at another hospital; they are returning it to the distribution center where it will be decontaminated for return to the manufacturing plant. Additional info received by the local complaint coordinator on 10 dec 2009 is as follows: the patient has no idea how the cassette may have split. The split on the cassette was identified on the opposite side to the tubes. It was also indicated that homechoice machine displayed a system error 2118. However, this alarm is unrelated to the reported cassette malfunction, as the alarm is not an indication of a break in the sterile system. The homechoice cassette involved is available for evaluation.

Manufacturer narrative:
(B)(4).the patient's date of birth (B)(6) has been entered. The age (in years) has been corrected to indicate (B)(6) at the time of the event. The 510(k) number indicated in the initial medwatch report was inadvertently reported. A 510(k) number will not be provided for this incident as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
Evaluation summary:the actual sample involved in the incident was received for evaluation. The sample was disinfected and a visual inspection was performed, finding a crack at end of the cassette. The sample was loaded onto a homechoice machine and reload set 156 alarm occurred. Therefore, the reported condition was confirmed. A manufacturing batch record review for the lot involved was performed, identifying no abnormality with the manufacturing of this lot.

Event description:
It was reported in a service report, the fowler cylinder was leaking. No adverse consequence alleged.

Manufacturer narrative:
The homechoice cassette involved is available for evaluation. Upon completion of evaluation or receipt of additional information, a follow-up report will be submitted.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was stuck inside the delivery system and would not deploy. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.